Event description:
It was reported that a patient underwent a surgical procedure with implantation of rods at l2-3 level. Approximately 6 months post-op, follow-up x-rays reportedly revealed a cable failure. Patient is asymptomatic. No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.